Event description:
After the reported event, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified. However, no failure was identified related to the reported elevated blood glucose.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 224 mg/dl and ketone level was high. Customer went to the emergency room (ER). Healthcare provider identified ketones as dangerous. After pump was removed in the ER, a malfunction alarm occurred. Pump was reset; however, alarm reoccurred. Customer declined to provide further information regarding the ER visit.